Event description:
The jackson pratt drain was placed in a newborn following cardiac surgery due to congenital defect. When the drain was being removed the drain broke leaving a portion of the drain inside the infant, requiring a second surgical procedure required for removal of the retained drain piece.

Manufacturer narrative:
The device history record (DHR) for the affected lot was reviewed in order to determine possible causes for the problem and it was found that all the operations were performed appropriately. The minimum tensile strength specification for the tubing is 750 pal. DHR of this lot demonstrated tensile strength results of a minimum of 1,085 pal in quality testing performed. The manufacturing date for this product was nov, 1, 2003. Visual examination of the returned sample revealed that the silicone tube has two holes in the unperforated tubing section approximately 2.87 inches from the first pair of indicator marks. The size of the holes is approximately 0.060 and 0.044 inch each one. Each hole is to 1.00 inch of separation one from the other. Microscopic examination revealed that the characteristics of the holes are similar to those punctures that are caused by sharp instruments. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU). The IFU provides detailed information regarding precautions for using these drains. Warnings/complications: "to facilitate removal of the drain, the drain and tubing portions should not be curied, pinched, over-stretched or sutured; either intermally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowths around the drain and into the holes, may cause breakage on removal. "While this analysis cannot conclusively determine the cause for failure, the observations do not lead us to believe that there was an inherent weakness in the material itself. Moreover, in our manufacturing process we do not have any process that involves sharp instruments that could cause this damage.